Event description:
The user facility reported that during a percutaneous coronary intervention, the guide catheter broke off in the body. Interventional radiology was consulted and assisted in retrieving the guide with a snare. Nothing was retained in the body. There was no harm to the patient. Medwatch mw5159442 was received on 09oct2024. Additional information was received on 10oct2024: the device did not appear to be damaged prior to use. During the procedure the device became kinked and in attempting to unkink it at the tip of the radial sheath. This was removed with a vascular snare. The procedure was completed successfully. There was no blood loss. Additional information was received on 25oct2024: the break occurred at the tip.